Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented in clinic for regular follow up. Device interrogation revealed failure to capture and high pacing impedance on right ventricular lead. Device was reprogrammed from bipolar to unipolar, which successfully addressed the issue. There were no consequences to the patient.